Event description:
The customer reported that the tip at the distal end of the resection sheath broke. The problem occurred during preparation for use caused by excessive force by the head nurse during assembly. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
A device history review showed no issues that could have caused or contributed to the reported issue. The referenced device will not be returned to olympus. However, the olympus field service engineer confirmed the reported broken (white colored) ceramic insulation at the distal tip of the device and provided photos. A portion of the ceramic tip was broken off and missing. The device was manufactured on january 1 2018, and the tip of the device should be black in color and not white. Which is applicable for resection sheaths that have been manufactured since september 2010. Consequently, it is determined the device was repaired by a third party. The root cause of the broken ceramic insulation at the distal tip of the sheath is likely caused by excessive force by the customer during assembly. To mitigate damage to the device and patient injury, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon. Additional 510(k): k931995.